Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-33, lot# va0p76d, implanted: (B)(6) 2014, product type: lead. Product ID 3889-33, lot# va0p76d, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was getting a really uncomfortable pain in her tailbone for about two months and had to take advil. She hadn¿t had any falls or trauma. The patient wanted to rule out that stimulation was the problem, so she turned the stimulation off for the week and was still getting the pain. She couldn¿t even sit on a plane ride. No outcome was reported regarding this event. Additional information received from the patient indicated that they had experienced pain around their tailbone area. They mentioned that they shut off the electrode that was causing the issue. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
It was reported that a patient was getting a really uncomfortable pain in her tailbone for about two months and had to take advil. She hadn't had any falls or trauma. The patient wanted to rule out that stimulation was the problem, so she turned the stimulation off for the week and was still getting the pain. She couldn't even sit on a plane ride. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. Additional information received from the patient indicated that they had experienced pain around their tailbone area. They mentioned that they shut off the electrode that was causing the issue. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received as electrodes were way too close to their sacral bones and muscles in their buttocks for months they had pain. It was still there. It was also too close to my rectum affecting the elimination. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that their weight at the time of the event was (B)(6). No symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.